Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Analysis was unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify watchdog timeout alarm due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. Analysis was pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received watchdog timeout alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that a constant tone occurred. The customer reported that the insulin pump would not turn on after changing the battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.